Manufacturer narrative:
The returned unused infusions sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on several occasions the patient smelled insulin and found the self-adhesive of his infusion set was wet. He stated that the infusion set was leaking insulin at the headset connection. He also stated that he occasionally experienced elevated blood glucose levels due to this. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.